Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. No additional event or patient information is available. A data investigation will not be performed as signal loss up to one hour is within specification. Confirmation of the complaint could not be determined. A root cause could not be determined.